Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a review of the receiving inspection (ri) for nav drill guide body 2.2-2.4mm was conducted identifying that lot number pc5017047 was released in a single batch. Batch1: lot qty of (B)(4) were released on october 14, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the complaint device nav drill guide body 2.2-2.4mm (product code: 202000120, lot number: pc5017047) was returned to customer quality (cq) west chester for investigation. The drill guide was returned with the calibrated depth scale attached to it. No other issues were identified. Functional test: a functional test to disassemble the depth scale from the drill guide was performed but after several attempts it could not be separated from the device. Can the complaint be replicated with the returned device(s)? The complaint can be replicated during functional test. Dimensional inspection: this was identified to be a post manufacturing damage; hence a dimensional inspection would be irrelevant to the issue. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Nav drill guide assembly, drill guide threaded scale assembly complaint confirmed: yes, the complaint condition can be confirmed during physical device investigation. Conclusion: the drill guide had the threaded scale stuck on to the distal end. Hence, the complaint on the device was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 that the depth 'changer' was discovered to be jammed (locked onto the depth control trocar) when it was sent for decontamination. After multiple attempts to remove the 'changer,' it was freed but it was not functioning properly. The instrument has been successfully used during a spinal fusion case on (B)(6), 2021. There was no patient involvement. Concomitant devices: unknown drill guide handle (part# unknown, lot# unknown, quantity unknown) . Unknown drill guide sleeve (part# unknown, lot# unknown, quantity unknown) . This report is for one (1) nav drill guide body 2.2-2.4mm. This is report 1 of 2 for (B)(4).